Event description:
Reporter called to report on MRI machine. He was having a prostate MRI done and while laying on his back he noticed a crack on the machine. When the MRI was over he asked the radiologist has anyone reported the crack he stated the radiologist answered "yes".